Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during fixed prime. Customer stated that the tube cannot be filled manually. Customer tried a different catheter and had a no delivery alarm again. Customer has an additional insulin pump and has received a no delivery alarm too. Customer will be changing the complete infusion set and reservoir. Nothing further reported.